Event description:
Middle aged patient with history of organic erectile disfunction, secondary to a traumatic brain injury, had a coloplast titan penile prosthesis placed in the last year. The device stopped working and caused a deformity of his penis which resulted in painful intercourse. The malfunction was described non-functioning with significant auto-inflation. Patient requested removal and replacement with another implant.